Event description:
It was reported the patient came in and the lead or extension had become disconnected. It was noted the supplied torque wrench was used when the implantable neurostimulator (ins) was implanted. It was further noted the healthcare professional believed that this was surgically corrected. The reporter stated the older ins models used the hex wrench and the newer ins models have the torque wrench and they were not sure if that played a role in the disconnection. It was noted that this occurred approximately in (B)(6) 2013. The reporter stated this was reported to them this past weekend.

Manufacturer narrative:
(B)(4).